Event description:
On (B)(6) 2008, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses to repair a thoracic aortic dissection. The devices were implanted in the descending thoracic aorta. The patient tolerated the procedure. On (B)(6) 2008, the patient was discharged. On (B)(6) 2008, one month follow-up examination revealed two new entry tears proximal to the devices, causing minor leakage to the existing dissection. The cause for the new entry tears is unknown. On (B)(6) 2008, a gore® tag® thoracic endoprosthesis was additionally implanted to cover one tear located distally of the treated segment. It was reported that the proximal tears were left untreated. The patient tolerated the procedure. Subsequent follow-up examinations showed no adverse event. On (B)(6) 2009, a bentall procedure and coronary artery bypass grafting (CABG) were performed to repair aortic regurgitation due to aortic root enlargement that the patient had as a pre-existing condition prior to the device implant. Subsequent follow-up examinations showed no adverse event and shrinkage of the aortic aneurysm diameter to 45 mm; however on (B)(6) 2013, five year follow-up examination revealed a type ii endoleak of unknown origin and aortic aneurysm diameter of 50 mm. The physician elected to monitor the patient. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.